Manufacturer narrative:
Per the reporter the inserter is not available for evaluation. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of nonconformances did not identify any inconsistencies that would contribute to the reported event. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the patient¿s left eye during a phacoemulsification surgery, the haptic was torn. The trailing plate was torn as the lens was exiting the inserter, with the optic already inside the eye. The incision was enlarged in order to remove the lens. Sutures were not required. The replacement lens was successfully implanted, and the patient outcome is good. Though requested, no additional information has been provided.